Event description:
On (B)(6) 2013, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch verioiq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the alleged meter inaccuracy began on (B)(6) 2013. The patient's spouse reported that the patient obtained inaccurate high readings of "130 and 160 mg/dl" on (B)(6) 2013, "201 mg/dl" on (B)(6) 2013 and "239 mg/dl" on the evening of (B)(6) 2013. The patient manages his diabetes with insulin. It is not known if the patient adjusted his insulin dosage based on an elevated reading obtained with the subject meter. The reporter claimed that the patient developed symptoms of "lightheadedness, shaky and pale" on an unspecified date/time after the alleged meter inaccuracy began. The reporter denied that the patient had to receive medical treatment. At the time of troubleshooting, the cca noted that the reporter did not have control solution available to test the subject meter/test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient developed symptoms suggestive of severe hypoglycemia after obtaining inaccurate high readings with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.